Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: incarcerated incisional hernia x 5. Operation: repair of incarcerated incisional hernia with mesh onlay patch. Anesthesia: lma [laryngeal mask airway] general anesthesia plus local anesthetic infiltrated at the operative site. Indications: this patient is a 43-year-old gentleman who had undergone emergency splenectomy in 1981 for a motor vehicle accident. The patient had to have an incisional hernia repaired following this, according to him, although he could not remember the exact date. The patient had presented to the hospital with complaints of abdominal pain on (B)(6) 2006was found at that time to have an abdominal wall hernia in the area of a previous retention suture. This was easily reduced on each occasion. However, the patient continued to re-incarcerate this area and would require manual de-incarceration and reduction. The patient tolerated this procedure. However, once he realized that this was a repeated event and each day he had similar findings of partial obstruction, he finally agreed to undergo correction on (B)(6) 2006. Operative procedure: ¿the patient had the area marked preoperatively. He was taken to the operating room, placed on the table in a supine position after induction of anesthesia. His abdomen was shaved, prepped and draped in sterile fashion using betadine solution. A transverse incision was made overlying the area of the hernia and dissection was carried down through the skin into the subcutaneous tissues. Through dissection the patient did have areas of very healthy abdominal wall fascia. However, approximately five hernias from his previous multiple surgery in this area were noted. Some of these were quite incarcerated and a great deal of care was taken to dissect the hernia sac contents free from the surrounding adventitial attachments and he finally had these re-reduced into the abdominal cavity. A total of five were located in this location. However, given the patient¿s number of hernias in this one spot and his multiple other scars from his previous surgeries, it is uncertain whether the patient had any other hernias present. Dissection was, however, carried out to be limited to this area where he had a problem with incarcerating hernia. All of the hernia contents were reduced into the abdominal cavity and each of the hernia defects was closed in a vest over pants technique using interrupted prolene sutures of the heaviest strength available. The patient then had a large 6 x 6 piece of mesh, non-absorbable, placed overlying the area and attached in multiple areas using interrupted prolene suture. The patient had the subcutaneous tissues closed again using an absorbable suture and the skin was closed using skin staples. A dressing was applied. The patient had local anesthetic around the operative site. There were no specimens and no complications during the surgery. Instrument, needle and sponge counts were correct x 2.¿ (B)(6) 2006: (B)(6) medical center. Intraoperative nursing record. Implant record. Bard soft mesh. (B)(6) 2009: [missing records: records for CT scan showing ¿incarcerated ventral hernia¿ were not provided.] (B)(6) 2009: (B)(6) medical center. Lab. Wbc 16.8. (B)(6) 2009: (B)(6) medical center. (B)(6) md, (B)(6) md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Name of procedure: attempted laparoscopic converted to open ventral hernia repair with mesh underlay; extensive lysis of adhesions for one hour. Assistant: (B)(6) md, pgy 5. Fluids: crystalloid 2.2 l. Estimated blood loss: 100 ml. Urine output: 500 ml. Findings: the patient had an incarcerated loop of small intestine in his left-sided abdominal wall. During laparoscopy, dense adhesions precluded safe laparoscopic repair, therefore, he was converted to open repair. Indications: mr. (B)(6) is a gentleman with multiple previous abdominal operations originally related to an accident in which he perforated his stomach and had to have his spleen taken out in a traumatic fashion. He subsequently developed ventral hernia and had attempted repairs x2 at previous hospitals. He comes in tonight with distention, nausea, vomiting and a CT scan consistent with an incarcerated ventral hernia in the left abdominal wall. The patient was apprised of risks and benefits of the procedure, specifically that there was a high likelihood of having it to convert to an open procedure due to his multiple previous abdominal operations. Description of procedure: ¿mr. (B)(6) was transferred to the operating room table in a supine position. His abdomen was clipped of hair. He was intubated and general anesthesia was induced without incident. A sterile foley catheter was inserted. His abdomen was prepped and draped in usual sterile fashion. A timeout for safety was performed, which identified the patient as mr. (B)(6) halkiadakis to undergo ventral hernia repair. The abdomen was prepped and draped in the usual sterile condition. An attempted access to the left upper quadrant with a veress needle was unsuccessful, and subsequently, an attempt in the right upper quadrant was unsuccessful likely due to adhesions. Therefore, visiport was used in the left lateral abdomen to directly visualize the entry into the abdomen. At this point, the abdomen was insufflated to a 15 cm of water. A 5-mm camera was inserted and dense adhesions were appreciated throughout the entire abdomen such that clearly a laparoscopic repair would not be feasible. Therefore, the abdomen remained insufflated, we turned our attention towards opening in the midline. We did this using a 10 blade in the preexisting upper midline incision and carried it below the umbilicus with a 10 blade. We used electrocautery to carry it through the subcutaneous tissue and the abdominal fascia. Kocher clamps were used to grasp the fascia on either side and lysis of adhesion was performed to a great extent using metzenbaum scissors as well as electrocautery were appropriate. Most of the adhesions were flimsy and easily disrupted. There were few dense adhesions that required electrocautery to get through. We were able to reduce the hernia and inspect the intestine. All the intestine looked viable as did the colon. We circumferentially freed up the edge of fascia by incising the overlying fat to raise a skin flap such that we would have enough fascia for mesh repair as it was clear that primary repair would not be possible in a tension-free manner. We therefore used an 18 cm x 24 cm dualmesh taking care to place the smooth side towards the abdominal cavity, and using interrupted prolene stitches in a u stitch pattern, we sutured the fascia in an infra-fascial manner. We inspected the entire suture line to ensure there were no defects. There were indeed no defects. Therefore, two 19 round jp drains were placed through the abdominal wall through the preexisting port site into the suprafascial position. The subcutaneous fat was closed using interrupted 3-0 vicryl and then the skin was closed using staples. Sterile dressing were applied. The sponge and needle counts were reported as correct x2 as the attending surgeon, dr. Hongyi cui, was present throughout the entire procedure. I was present during the entire procedure.¿ additional documentation: encounter info [information]: billing info, history, allergies. Orders placed: none. Medication changes as of 7/3/2009 11:59 pm: none. Visit diagnoses: none. (B)(6) 2009: umass memorial health care. Perioperative nursing record. Implant record. Item description: dualmesh plus 10mm x 15cm 1dlmcp03. Quantity: 1. Lot number: 05281514. Manufacturer: 2246 gore w.l. & associates. Location: removed. Where sterilized: manufacturer. How sterilized: 5manuf. Comments: inserted and removed. Expiration: 2010-07. (B)(6) 2009:umass memorial health care. Perioperative nursing record. Implant record. Item description: dualmesh plus 18cm x 24 cm 1dlmcp06. Quantity: 1. Lot number: 05880089. Location: abdomen. Manufacturer: 2246 gore w.l. & associates. Where sterilized: manufacturer. How sterilized: 5manuf. Comments: expiration: 2011-03. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/05880089) was implanted during the procedure. (B)(6) 2009: umass memorial medical center. Lab. Wbc 15.7. (B)(6) 2009:(B)(6) medical center. Lab. Blood culture. Type: blood. Aerobic/anaerobic blood culture. Specimen source: blood resin aerobic bottle: no growth. Anaerobic bottle: no growth. (B)(6) 2009: (B)(6) medical center. Lab. Blood culture. Type: blood. Aerobic/anaerobic blood culture. Specimen source: blood. Site: peripheral draw. Resin aerobic bottle: no growth. Anaerobic bottle: no growth. (B)(6) 2009: (B)(6) medical center. Lab. Wbc 13.1. (B)(6) 2009:(B)(6) medical center. Lab. Aerobic and anaerobic culture with gram stain. Type: abscess fluid. Specimen source: abscess drainage. Order comments: incision site abdomen, abscess (superficial). Patient noted to be receiving antibiotics. Gram smear results: microorganisms: no organisms seen. Cells: 4+ (many) pmn¿s [polymorphonuclear neutrophils]. Anaerobic aerobic culture: staphylococcus aureus. Aerobic identification: yes. Quantity: 4+ (heavy). (B)(6) 2009:(B)(6) medical center. Lab. Aerobic and anaerobic culture with gram stain. Type: abscess fluid. Specimen source: abscess drainage. Order comments: incision site abdomen abscess (deep). Gram smear results: microorganisms: 1+ (rare) gram positive cocci. 1+ (rare) gram negative bacilli. Cells: 1+ (rare) pmns [polymorphonuclear neutrophils]. Anaerobic aerobic culture: staphylococcus aureus. Quantity: 1+ (rare). Anaerobic aerobic culture: coryneform bacilli. Aerobic identification: yes. Quantity: 1+ (rare). Anaerobic aerobic culture: lactobacillus species. Quantity: 1+ (rare). Anaerobic aerobic culture: corynebacterium species. Quantity: 1+ (rare). (B)(6) 2009:(B)(6) medical center. Lab. Fungus culture. Type: abscess fluid. Specimen source: abscess drainage. Order comments: incision site abdomen, abscess (superficial). Stain: no fungi seen. Fungus culture results: no fungi isolated. (B)(6) 2009: (B)(6) medical center. Lab. Fungus culture. Type abscess fluid. Specimen source: abscess drainage. Order comments: incision site abdomen abscess (deep). Stain: no fungi seen. Fungus culture results: candida pseudotropicalis kefyr. Yeast identification: yes. (B)(6) 2009:(B)(6) medical center. Lab. Wbc 10.8. (B)(6) 2009: (B)(6) medical center. Lab. Wbc 10.0. (B)(6) 2009: (B)(6) medical center. (B)(6) md, (B)(6) md. Operative report. Preoperative diagnosis: infected ventral mesh. Postoperative diagnosis: infected ventral mesh. Operation performed: excision of infected ventral mesh with washout. Assistants: dr. (B)(6) and dr. (B)(6) . Anesthesia: general endotracheal anesthesia. Estimated blood loss: less than 100 ml. Complications: none. The patient understood the indications, benefits, and risks of the procedure which included but were not limited to pain, infection, bleeding, failure to cure, failure to diagnose, need for further therapy, damage to adjacent structures, recurrence, poor cosmetic result, myocardial infarction, stroke and death. The patient understands and agrees to proceed. All questions have been answered. The patient understand that there are no alternatives to surgery except to do nothing. Procedure: ¿the procedure included a timeout where a safety pause was taken. The patient, procedure and site were identified. Using a #15 blade, a midline incision was made over the scar from the previous abdominal ventral hernia repair. Electrocautery was used to dissect down through the subcutaneous tissue to the level of the mesh. Hemostasis was obtained through cautery throughout the procedure. Sutures from the previous operation closure were removed as the dissection continued down towards the mesh. Midline incision was extended approximately 12¿ from the subxiphoid area to approximately 3¿ inferior to the umbilical region. Once there was proper exposure of the infected mesh, the sutures holding it in place were cut with suture scissors and removed and the ventral mesh was completely excised revealing an old infected hematoma surrounded by viable tissue with some evidence of subcutaneous fatty saponification. The abdominal wound was washed out using warm saline and sump suction with gentle debridement using lap pads. Remaining old sutures were removed. Hemostasis was achieved with electrocautery. It was determined that the best way to approach the situation would be to close the patient¿s superficial fascia and skin while deferring the definitive abdominal closure until existing infection and inflammation were resolved through antibiotics. The superficial fascia was closed using 1 pds in figure-of-eight fashion. This brought the dermal edges to close approximation. These dermal edges were everted with forceps and the midline incision closed with staples. 2 jp drains were left in the subcutaneous space left to bulb suction which were secured to the skin with 3-0 nylon. The patient¿s wound was dressed and an abdominal binder was placed. The patient was extubated and transferred to the pacu in stable condition without incident. There were no samples, complications, specimens for this surgery. The patient was transferred to the pacu and per pacu routine, will be transferred to the general surgery floor. I was present for the key portions of this surgery and I or another attending was available for all other portions of the surgery.¿ (B)(6) 2009: (B)(6) medical center. (B)(6) md. Pathology report. Accession number: 09:s034475. Source: gross only, conversion. Component: path procedure. Result: non rush small. Specimen labelled as: result: not otherwise specified ¿ mesh. Clinical history: result: infected abdominal mesh. Diagnosis: result: ¿mesh¿: surgical mesh for gross examination only. Gross description: result: one specimen is received fresh labeled ¿mesh¿ and consists of a rectangular shaped fragment of tan surgical mesh that is 12.5 x 12.2 cm and 0.2 cm in thickness. The mesh has a blue perline suture in it. Specimen is gross only. Histology section code: result: gross only. (B)(6) 2009: (B)(6) medical center. Lab. Aerobic and anaerobic culture with gram stain. Type: tissue. Specimen source: tissue. Order comments: hematoma abdomen. Gram smear results: microorganisms: no organisms seen. Cells: 2+ (few) rbcs. 1+ (rare) mononuclear cells. Anaerobic aerobic culture: staphylococcus aureus. Aerobic identification: yes. Quantity: 2+ (few). Anaerobic aerobic culture: candida pseudotropicalis kefyr. Quantity: 1+ (rare). Yeast identification: yes. (B)(6) 2009:(B)(6) medical center. Lab. Aerobic and anaerobic culture with gram stain. Type: other. Specimen source: no source specified for sample. Order comments: infected mesh. Gram smear results: microorganisms: no organisms seen. Cells: 2+ (few) rbcs. 1+ (rare) mononuclear cells. Anaerobic aerobic culture: staphylococcus aureus. Aerobic identification: yes. Quantity: 2+ (few). Anaerobic aerobic culture: candida pseudotropicalis kefyr. Quantity: 1+ (rare). Yeast identification: yes. (B)(6) 2009:(B)(6) medical center. Lab. Fungus culture. Type: other. Specimen source: no source specified for sample. Order comments: infected mesh. Stain: no fungi seen. Fungus culture results: candida pseudotropicalis kefyr. Yeast identified: yes. (B)(6) 2009:(B)(6) medical center. Lab. Fungus culture. Type: tissue. Specimen source: tissue. Order comments: hematoma abdomen. Stain: no fungi seen. Fungus culture results: candida pseudotropicalis kefyr. Yeast identification: yes. (B)(6) 2009: (B)(6) medical center. Lab. Wbc 14.8. (B)(6) 2009: (B)(6) medical center. Lab. Blood culture. Type: blood. Aerobic/anaerobic blood culture. Specimen source: blood. Resin aerobic bottle: no growth. Anaerobic bottle: no growth. (B)(6) 2010: (B)(6) medical center. Lab. Wbc 21.1. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Name of procedure: exploratory laparotomy and lysis of adhesions greater than 60 minutes. Indications: dr. (B)(6) will dictate a separate note on the other portion of this procedure, which was complex abdominal wall repair. Indications: the patient is well known to us from clinic where he presented following a complicated history involving trauma to his peritoneal cavity. Placement of mesh to repair a ventral hernia and then removal of infected mesh and now he comes for definitive exploratory laparotomy, lysis of adhesions and complex abdominal ventral wall repair. Prior to the surgery, the patient understood the indications, benefits and risks of the proposed procedure, which included, but were not limited to pain, infection, bleeding, failure to cure, failure to diagnose, need for further procedures, damage to adjacent structures including bowel, bladder, spleen, liver, stomach, kidneys, intestine and colon. The patient understood the risks of myocardial infarction, stroke, death, poor cosmetic result, recurrence of the hernia, prolonged ICU stay, and prolonged mechanical ventilation. The patient understood and agreed to proceed and understood there were no viable alternatives to surgery except to do nothing. Description of procedure: ¿the patient was brought into operating room #13 at university campus university of massachusetts memorial health care center. The patient was placed in a comfortable supine position with both arms outstretched. After previous placement of an epidural catheter by anesthesiology service, it should be noted that the patient underwent adequate general endotracheal intubation general anesthesia. The patient was prepped and draped in standard sterile fashion. A safety time out to confirm the planned procedure and the patient¿s identity. The patient was given heparin 5000 units subcutaneously and antibiotic preoperative as well IV. Dr. (B)(6) and I examined the anterior abdominal wall and decided to remove the scar at the midline from previous incision. We entered the skin sharply in an elliptical fashion, removed just the dermis involving scar. I then assisted dr. (B)(6) while he went through the skin and subcutaneous tissues all the way down to the fascia and he opened up flaps exposing the fascia circumferentially around the area of the hernia sac. I then entered the abdomen sharply making sure to not insult the underlying bowel, which was fixed up to the hernia sac. After successfully entering the peritoneal cavity using metzenbaum scissors, we then meticulously peeled off using sharp dissection, the bowel from the underlying surface of the hernia sac. The hernia sac would ultimately be freed of all bowel and the bowel would be circumferentially freed through meticulous lysis of adhesions done with both sharp dissection and also with cautery, which took greater than 60 minutes and did not result in any insult to the bowel. By the time we were done, the bowel was freed up circumferentially within the peritoneal cavity all the way down to the level of the uterus. At this point, dr. (B)(6) took over the case and proceeded to perform a complex anterior abdominal wall repair.¿ (B)(6) 2010:(B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: incarcerated complex ventral hernia. Postoperative diagnosis: incarcerated complex ventral hernia. Procedure: repair of complex incarcerated abdominal ventral hernia. Right rectus abdominis muscle component separation. Left rectus abdominis muscle flap component separation. Application of biologic allograft to abdominal wall for reconstruction. Enterolysis and lysis of adhesions. Assistant second surgeon: (B)(6) md. Additional assistant surgeon: (B)(6) md. Additional assistants: [sic]. Anesthesia: general. Indications: the patient is a 47-year-old male with a very complex abdominal wall hernia. He is to undergo definitive resection and component separation reconstruction. Details: ¿the patient was marked in the preoperative holding area. He then underwent general endotracheal anesthesia. The area of central abdominal scar was outlined, incised and resected. Dissection was carried down through the skin and subcutaneous tissue to the lateral abdominal wall areas around the hernia sac which was isolated. Skin flaps were elevated to the level of the lateral border of the rectus abdominis muscle. Once the hernia sac was isolated, dr.(B)(6) then performed resection of the hernia sac and lysis of adhesions. We performed extensive irrigation and meticulous hemostasis. We then turned out attention to the planned reconstruction. The patient had a right rectus abdominis flap elevated by release of the flap from the external oblique. It was transposed medially. An identical procedure was performed on the lateral side allowing transposition of the right rectus abdominis and left rectus abdominis centrally without tension. The central abdominal hernia repair was then carried out with #1 pds figure-of-eight sutures. We then turned out attention to repair of the overlying abdominal wall. A large piece of permacol was selected, properly prepared, the areas were outlined. It was then inset circumferentially with a prolene. Prior to the lateral resection, a deep quilting of the permacol to the anterior rectus fascia was carried out. It was then circumferentially repaired. Drains were placed below the permacol and above the permacol and total of 4 of the skin flaps were then transposed centrally and closed also with quilting to the permacol and essentially with pds and monocryl and skin staples. Sterile dressings were applied. He tolerated the procedure well and was transferred to recovery in stable condition.¿ (B)(6) 2010:(B)(6) health care. Perioperative nursing record. Implant record. Collagen permacol. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Pathology report. Accession number: 10:s000773. Source: hernia sac. Component: path procedure: result: 088302. Non rush small. Specimen labelled as: result: peritoneal mesothelium ¿ hernia sac + scar. Clinical history: result: pre-op diagnosis: ventral hernia. Diagnosis: result: abdominal wall, soft tissue excision: membranous fragments of fibroadipose tissue with foreign body giant cell reaction; consistent with hernia sac. Skin with scar. Gross description: result: one specimen is received fresh labeled ¿hernia sac and scar¿ and consists of multiple fragments of tan-pink soft tissue measuring 15.0 x 9.0 x 4.0 cm in aggregate. A fragment of tan-white skin strip is identified measuring 18.0 x 1.0, resected to a depth of 0.4 cm. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: biliary colic. Postoperative diagnoses: biliary colic and extensive intraabdominal adhesions. Procedure: attempted laparoscopic cholecystectomy but we could not gain intraperitoneal access, so we performed open cholecystectomy. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: symptomatic right inguinal hernia. Postoperative diagnosis: symptomatic right inguinal hernia. Operation: open right inguinal hernia repair with mesh. Findings: indirect and direct hernia. Mesh used: bard plug and patch. Complications: no complications. Disposition: to recovery room. History of present illness: a 53-year-old male with groin pain who presents with a right inguinal hernia. Description of procedure: ¿after general anesthesia, time-out, prepping and draping, preoperative antibiotics and preoperative marking, I made an incision above what appears to be the inguinal ligament. He has a history of complex abdominal wall reconstruction. I followed by sharp dissection through the subcutaneous tissues. There was no external oblique aponeurosis identified. The inguinal hernia was identified. It appeared to be rather large lipoma of the cord throughout moderate-sized indirect ring. There also was a direct hernia as well. I first dissected everything off identified my conjoined tendon, inguinal ligament. I then placed a large plug within the indirect ring after removing the lipoma of the cord with cautery. I sewed and placed with 2-0 vicryl suture. I then opened up the floor of the inguinal canal, placed the large plug and then sewed circumferentially to the floor and conjoined and inguinal ligament. I then took an onlay patch and sewed that of the pubic tubercle and sewed that as well to the inguinal ligament conjoined and wrapped leaves laterally. I then closed with remaining subcutaneous tissue was present including scarpa¿s with a 2-0 vicryl. A 3-0 vicryl for the dermal and running 4-0 for skin. Dermabond and marcaine nerve block. He tolerated it well. No complications.¿ (B)(6) 2016:(B)(6) medical center. Intraoperative nursing record. Implant record. Bard mesh perfix plug x2. (B)(6) 2016:(B)(6) medical center. (B)(6) md. Pathology report. Accession number: vs16-208. Submitting md: (B)(6) md. Final diagnosis: right inguinal hernia repair: lipoma of cord. Clinical history: right inguinal hernia. Operative procedure: right inguinal hernia repair with mesh. Clinical preoperative diagnosis: right inguinal hernia. Clinical postoperative diagnosis: right inguinal hernia. Specimen(s) received: 1: right inguinal hernia repair. Gross description: received in formalin, labeled ¿right inguinal hernia repair,¿ and consists of a single rubbery yellow adipose tissue measuring 6 x 1.5 x 1 cm. Representative sections are submitted in a single cassette. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05880089. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05880089. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: incarcerated complex ventral hernia; infected mesh. Additional event specific information was not provided.